Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed for pump error and restarts without command after pressing the buttons. A troubleshooting was performed. Customer¿s blood glucose was unknown at time of incident. Product will be return for analysis.

Manufacturer narrative:
The device alarmed motion sensor test failure during rewind due to corroded motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to motion sensor test failure alarms.